Event description:
Tampon pulled apart [device breakage] case narrative: consumer reported via social media that the product is known to pull apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.